Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station drawers, including the remote manager were not detected on the bus. A field service engineer found unknown phone cable plugged to the medstation. Removed unknown phone cable and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawers were not detected on the bus, which hindered the user's ability to dispense any medication to the patient.this incident resulted in a delay to patient care and there was no patient harm.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5 g1 h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers along with the remote manager were not detected on the bus and an unknown phone cable plugged to the station. The field service engineer removed the unknown phone cable and rebooted the station. He also installed network port blocks and rear bumper and dusted e drawer to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation system, drawers were not detected on the bus, which hindered the user's ability to dispense any medication to the patient. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.